Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the full height cubie drawer was unrecoverable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 6 in the main was unrecoverable. A field service engineer inspected the drawer and found that the latch sensor was not securely seated in the latch catch assembly. Removed and correctly reseated the latch sensor into the catch. All drawer tests were successfully completed in hardware test application (hta), and the customer was able to recover the storage space. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the full height cubie drawer was unrecoverable. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.